Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse plugged in a grounding pad and had no issues. The fse also tried two new grounding pads from the customer and had no issues. Folding the grounding pad over on itself did not work, but the fse placed the two new pads on his forearm, and they were recognized immediately. The system was working properly, and no additional action was required.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the neutral pad for the erbe generator was not registering. The tse reviewed the system logs and noted error 25913 on the erbe generator. The customer tried reseating the neutral pad prior to calling in and no change. The tse instructed the customer to shave the patient's skin area, clean with alcohol and pat skin dry, then reapply the neutral pad. The tse instructed the customer to test the neutral pad circuit by removing the pad from patient and folding it over on itself to see if the neutral pad icon turns green, as that would prove the pad and erbe generator was working normally. The customer elected to set up an external generator and proceeded with the case. The procedure was completed as planned with no reported injury.